Manufacturer narrative:
No injury reported. The dealer alleges the concentrator started to smoke. The dealer alleges this is a new unit. Product has been returned for evaluation at this time so it is unknown if a malfunction occurred or if other factors such as misuse or abuse, or shipping damage may have caused or contributed to this incident. MDR filed solely based on the allegation of smoke.

Manufacturer narrative:
No injury reported. The dealer alleges the concentrator started to smoke. The dealer alleges this is a new unit. Product has not been returned for evaluation at this time so it is unknown if a malfunction occurred or if other factors such as misuse or abuse, or shipping damage may have caused or contributed to this incident. MDR filed solely based on the allegation of smoke. (B)(4).

Event description:
The consumer alleges the portable concentrator started smoking. No injury is alleged.

Event description:
The consumer alleges the portable concentrator started smoking. No injury is alleged.